Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The product identification of the screw was not available therefore DHR review is not possible. Devices used for treatment. Two x-ray images of the affected humerus are available. The images show what appears to be a backing-out of the proximal screw. However, without any further x-rays for comparison provided, no further assessment can be made. No surgical reports were provided. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the locking mechanism of the nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the natural nail proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product remains implanted.

Event description:
It was reported that initial surgery was performed with a nail and approximately 3 months later the surgeon found a backed out proximal screw . No revision or additional action is be planned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: proximal humerus, right, long, 8.5x220mm; item# 47-2496-220-08; lot# 3073767. Report source - foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00041, 0009613350 - 2023 - 00046. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.